Event description:
Additional information received reported that the manufacturing representative met with the patient on (B)(6) 2015 to attempt reprogramming. It was not successful. No high impedances were noted. The x-rays were not available to look at, but a report noted that the leads were seen from t1-t4. Orientation in the epidural space was not commented on. All attempts at reprogramming were met with uncomfortable stimulation in either the ribs or the abdomen. One program had some stimulation in the left arm. No programming attempts resulted in the stimulation being felt at the area of need around the left scapula. The patient had adequate stimulation "years ago" that changed post fall. The patient noted that since, she had at least 8 more falls. The patient was not receiving effective therapy and no other interventions were planned.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and stimulation from their implantable neurostimulator (ins) in the wrong location. The patient was seen on the day of report where it was noted that they had not been seen in quite some time (since approximately 2009) and that they have had several falls over time (specific times were not provided). The patient needed stimulation up near their shoulder blade but simple reprograming of the device was not able to achieve this. It was also noted that x-rays were going to be performed to assess lead placement. When contacted for follow up information, the healthcare professional (hcp) reported that the cause of the event issue was not determined and that the ¿ordeal¿ was not done. The patient was scheduled for reprogramming with the representative for (B)(6) 2015. The patient status was noted as not recovered, symptoms/issues ongoing. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3998, lot# v012935, implanted: (B)(6) 2007, product type lead; product ID 3998, lot# v009352, implanted: (B)(6) 2007, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).